Event description:
First assistant was harvesting vein from pt's leg during the procedure (CABG) on (B)(6), while using the vasoview hemopro endoscopic vessel harvesting system. During the harvest, he noticed that some of the plastic from the tip of the cannula had broken off into the patient. Another kit was opened and the plastic was retrieved from the patient's leg. No injury to the patient. Reason for use: tool utilized in coronary artery bypass graft procedure.